Event description:
It was reported that revision surgery has been performed. This revision was necessary, because the surgeon did not follow the IFU (instructions for use). This device was implanted without cement; even though the label clearly states, this is a cemented component and has only been approved for cemented use.